Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station took approximately five minutes for users to log in, which caused delays for two seizing patients. A technical support specialist dialed into the station and server, attempted to log in, and observed that the first login attempt was slow while the second was much faster. The identity server logs location showed an error indicating that the active directory connection binding failed due to invalid credentials. Customer was contacted for further information and confirmed that the issue was isolated to this station. Customer also provided a sample user experiencing login slowness. Upon checking the medapp logs, errors were found indicating that the ldap server was unavailable and the domain could not be contacted, resulting in error code 2222. Reference case (B)(4) was identified. Device connectivity testing revealed that port 389 was closed, as indicated by error indicating that the active directory connection binding failed due to invalid credentials. The customer was informed of these findings and confirmed they would check with their firewall team and provide an update. The case was closed based on the customer's email confirmation. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es delay in user login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.